Manufacturer narrative:
H6. Device evaluation: two cassettes were returned for investigation. A visual inspection of the cassettes found no discrepancies. During functional testing, a syringe was used to infuse water into the bag. Leaks were detected in the bag. The reported failure was confirmed. The root cause cannot be established. Leak testing was reviewed to ensure that measures are within specification and no discrepancies were found. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
No product returned with inability to perform investigation. However, two pictures were received for evaluation of the smiths medical product, cadd cassette reservoir. The pictures indicate that there were no leaks found to the cassette. Leak testing was then reviewed; no discrepancies found. The current process control was reviewed; no discrepancies found. Based on the evidence, the complaint was not confirmed as there was no fault found.

Manufacturer narrative:
Other text: additional information d10, h3, h6. Device evaluation: two cassettes were returned for investigation. A visual inspection of the cassettes found no discrepancies. During functional testing, a syringe was used to infuse water into the bag. Leaks were detected in the bag. The reported failure was confirmed. The root cause cannot be established. Leak testing was reviewed to ensure that measures are within specification and no discrepancies were found. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
The initial reporter's phone number is (B)(6) and the postal code is (B)(6).

Event description:
Information was received indicating that a smiths medical  cadd cassette reservoir was leaking. According to the hospital's preparation protocol, a batch of 20 cassettes were prepared and 1 leaking cassette was found. All cassettes are weighed to determine the content. The weightings indicate that the filling volume is between 241 and 252 ml. The hospital pharmacy does not note how much each cassette weighs when weighing. They therefore cannot trace the exact weight / filling volume. However, no more than 252 ml could have been filled, which means that overfilling is impossible. The issue was discovered during bench testing and there were no reported adverse events.